Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the caregiver (cg) that a home patient (hp), which performs therapy on the homechoice (hc) device, was in the hospital for surgery a couple of weeks prior to this report. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Exact occurrence date is unknown but was reported to have occurred a couple of weeks prior to (B)(6) 2013 (date of this report). (B)(6). A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A service history review will be performed. If any relevant information is obtained that could have caused or contributed to the reported event, a supplemental report will be submitted.